Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6: codes: health effect: clinical code: e0131, speech disorder.

Event description:
It was reported, that a skin reaction occurred. The sensor was inserted into the arm. On (B)(6) 2024, the patient experienced a skin reaction with an infection. Which occurred, on an unspecified number of days, after the sensor had been inserted in the arm. Prior to sensor insertion, the area was cleansed with soap and water. The patient developed a ¿big red spot¿ and an infection at the needle puncture site. On (B)(6) 2024, the patient consulted a physician, due the infection spread beyond the insertion site. The healthcare provider prescribed an unspecified oral antibiotic medication, for a course of seven days. At the time of the report, the patient was in normal condition. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.